Event description:
It was reported that the device exhibited error code 41786/0004. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the patient reported issue. The device shows error the code 41786. The investigation determined that lec 41786 = mainboard needs to be replaced. The main board was therefore replaced.